Event description:
It was reported the customer had a failed battery test alarm and cracks on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected failed battery test alarm noted. Pump unable to prime during prime test due to faulty force sensor resistor. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.